Event description:
It was reported that the customer had an m4 alarm when utilizing one of their centrimag motors. The motor was replaced with a different one.

Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3: the previous report was submitted on 18nov2024 with a g3 date of nov 18, 2024. The correct g3 for the previous report should have been nov 15, 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the alarm occurred during the setup and priming phase. There was no patient involvement.

Manufacturer narrative:
D5 - operator of device: correction. Manufacturer's investigation conclusion: the reported event of a m4 alarm was not confirmed. Additional information provided communicated that products would be returned for analysis; however, to date no products have been returned. If any products are returned at a later date, this file will be reopened with further analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the centrimag console was not provided with this event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.